Event description:
The customer reported the system displayed communication error at boot up. This will result in loss of imaging functionality. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
No conclusion can be drawn as conclusive repair info is unavailable at this time and no add'l service info was provided.